Manufacturer narrative:
Initial and final (B)(4) - device 2 of 6.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient initially sought treatment at the emergency room on (B)(6) 2025 and was subsequently admitted to the hospital. The patient experienced six incidents of bent cannulas in their infusion set, all occurring within three hours of insertion in the abdominal area. As a result, the patient's blood glucose level rose to 525 mg/dl. To address this high blood glucose, the patient was hospitalized. The incident led to complications, specifically diabetic ketoacidosis (dka), and the presence of ketones was confirmed. The infusion set had been in use for approximately 3-4 days prior to these events. After receiving treatment, the patient was discharged from the hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6009334 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6009334 was manufactured according to the wi version 117 manufactured in the line inset 5, on 22/sep/2024, with a total of (B)(4). Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in databse on (B)(6) 2025 against malfunction soft cannula found bent upon removal from infusion site and lot 6009334 and 5 complaints have been registered in database for the same lot 6009334 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.